Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the rv threshold of a patient is measured automatically (rvat) and an increased threshold was indicated in two measurements. A warning message appeared describing a high stimulus threshold above 2v on (B)(6) 2022. On (B)(6) 2022, the v stimulus threshold is 0.75v/0.35msec. Has this been improved so dramatically within 24 hours? Or does this mean the v-output of 2.5v on (B)(6) 2022?

Event description:
Reportedly, the rv threshold of a patient is measured automatically (rvat) and an increased threshold was indicated in two measurements. A warning message appeared describing a high stimulus threshold above 2v on 23 december 2022. On 24 december 2022, the v stimulus threshold is 0.75v/0.35msec. Has this been improved so dramatically within 24 hours? Or does this mean the v-output of 2.5v on 24 december 2022?